Manufacturer narrative:
Examination of the returned device confirms the reported event of breakage. The housing retaining the pinning bushing was fractured off of the device. Per the initial report, the root cause is attributed to user handling as the device was dropped causing the reported breakage. Based on the root cause of user handling, corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The attune distal femoral jig was dropped and broke into two pieces. The der indicates no surgical delay and no piece of instrumentation was left in the patient.